Manufacturer narrative:
Covidien engineer verified the missing segments in the display and replaced the front pcb. The manufacture date is unk for the serial number provided. (B)(4).

Event description:
It was reported to covidien that the unit could not display the spo2 and heart rate values. Further info revealed this meant the unit was missing segments in the display. No patient was involved.